Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the following malfunctions chipped charged-coupled device cover lens glue, distal end lens glue chipping, and a defective thread on the distal end probable cause was traced to component failure. Based on the results of the investigation, it is likely the most probable cause of the malfunction foreign material on light guide cover lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited foreign material on the light guide cover lens, chipped glue on the charge-coupled device (ccd) cover lens, chipped distal end lens glue, and a defective thread on the distal end. There was no patient involvement.